Event description:
It was reported that the patient was evaluated for symptomatic palpitations and a device interrogation indicated undersensing of "at rial activity". During the revision procedure the atrial lead was disconnected from the device and tested through the analyzer, which revealed normal sensing and threshold values. The physician determined that the sensing problem was due to the device. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same brand family as a device marketed in the u.s. Product event summary: the device was returned and analyzed. Analysis performed revealed no anomalies were found. (B)(4).